Event description:
Patient having a davinci assisted total laparoscopic hysterectomy, bso, and lymph node sampling. Tip of harmonic ace curved shears insert broke off and had to be retrieved. No injury to patient.